Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm cadiere forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip at the grip base. A piece approximately 0.5345" x1175" was found to be broken off and was not returned. The probable root cause of broken jaw is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the 8mm cadiere forceps instrument was observed to have a broken jaw. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the patient has not returned to the hospital due to experiencing post-surgical complications. One side of the jaw was missing after the central processing. Photographic images(s) or video recording of the procedure was not available for review.